Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, although the reporter stated that the event occurred in the month of february 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during assessment it was observed that there were holes in the hose by the muffler. It was determined that was due to pulling on the hose instead of the muffler to unplug it from the autolube and/or from pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.